Manufacturer narrative:
The device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, an effusion is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. During ablation on the left atrial roof, a pericardial effusion was noted. An echocardiogram was performed to determine the severity of the effusion and the ablation continued. Following the procedure while in the recovery room, the patient became hypotensive. A pericardiocentesis was performed and the patient was transferred to surgery for repair. The patient was in stable condition in the intensive care unit. There were no performance issues with any abbott device.